Event description:
A malfunction alarm identified as malf 12 was reported by a customer, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support arranged a replacement pump for the customer, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.